Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# va0clpv, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient¿s ins was replaced for normal battery depletion, and their lead was replaced because it was broken. They did not know when the lead broke, only that it was replaced at the same time as the ins. No further patient complications are anticipated or expected as a result of this event.